Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, they noticed that a foreign material was found on an intraocular lens, iol remains implanted in the eye. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, no foreign material or lens returned. The device was returned wrapped in a bubble wrap envelope. The lock-out assembly has been removed. The plunger has been advanced outside the tip of the device. Viscoelastic is dried in the device. The plunger tip is damaged. No iol received. No particulate observed. Nozzle sent to hwv for further evaluation. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable. No nozzle damage observed. Returned video shows iol implantation with preloaded delivery system device. The preparation of preloaded delivery system device for the implantation is not shown on the provided video. The preloaded delivery system nozzle comes into view and iol is implanted. Several lines/strings are observed on the iol optic at the iol edge. Hcp attempts to remove the observed material with no luck. The iol remains implanted. No root cause identified. No iol or foreign material returned. The origin of the observed foreign material from the video cannot be confirmed without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).